Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the needleless connector was connected to the t connector and leaked when flushed with a pre-filled 10 ml syringe of normal saline. No patient harm was reported.

Manufacturer narrative:
The customer¿s report that the needleless connector was connected to the t connector and leaked when flushed was not confirmed. No abnormalities were observed during visual inspection. Functional and pressure testing was performed; no leaking was observed at the valve connections. The root cause of the reported leaking was not identified.

Event description:
It was reported that the needleless connector was connected to the t connector and leaked when flushed with a pre-filled 10 ml syringe of normal saline. There was no patient harm.